Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported seroma on unknown side. Device remains implanted.

Event description:
Patient reported seroma on left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: yellow particles on the surface of the shell.

Event description:
Patient reported seroma on left side. Device has been explanted.